Event description:
"Soon after this operation pt experienced severe genital swelling and excruciating pain, and infection drainage from the surgery incision... Pt had to go back to the hosp for an emergency operation to have you remove the sling." Several courses of antibiotics were used in attempt to clear the infection. Additionally, pt had infected penile prosthesis removed and replaced. Also, an artificial urinary sphincter was placed. No further pain, infection or bladder leakage is reported by the pt.